Event description:
Complainant alleged that during a shift check, the autopulse® platorm displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message that was unable to be cleared by powering the device on/off. Customer also reported that the head restraint was damaged. There were no reports of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection was performed and the following was observed: the head restraint wire was cut/broken and both the front enclosure and lcd display were also damaged. From the condition of the returned unit, the damages appeared to be due to normal wear and tear. During powering on of the platform, the user advisory 7 (discrepancy between load 1 and load 2 too large) was displayed. No further functional testing could be performed as a result of the constant ua 7 fault. Further inspection identified a defective load cell module to be the cause of the ua 7 fault. A review of the archive was performed and no faults were found to have occurred on the reported event date of (B)(6) 2014. The archive file does however show multiple ua 7 faults occurring during power-up between (B)(6) 2014. Based on the investigation, the part(s) identified for replacement were the top cover (to remedy the damaged head restraint), the front enclosure, the lcd display, and the defective load cell module. In summary, the reported complaint of the head restraint being damaged was confirmed during visual inspection and found to be due to normal wear and tear. The reported complaint of the platform displaying ua 7 was also confirmed during archive review as well as functional testing. The fault was found to be due to a defective load cell module.